Event description:
The aci distributor reported the following information on 10/01/2014: during one of the deployments, when button #1 was depressed, the handle only slid back approximately 2/3. The operator made some maneuvers which completed the travel and he then proceeded to a successful deployment. The aci distributor reported the following information on 10/20/14: 70% of the sealant was deployed but button #1 became stuck. I was in the room but could not see the first part of the deployment. 30% of sealant remained in the sheath after the deployment. Manual compression was applied for 30 minutes or less. The patient was hospitalized for reason un-related to the mynx device/mynx procedure. Procedure type: intervention coronary vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1410507) indicated that the device lot met all established performance criteria prior to shipment. UDI number: (B)(4).